Event description:
New information received notes that the left ventricular lead exhibited insulation breach.

Manufacturer narrative:
The reported event was for ¿lead became kinked during case physician asked for new lead¿. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during implant procedure that the left ventricular lead became kinked. The lead was successfully exchanged. The patient was stable and asymptomatic.